Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a button error alarm during bolus. Customer's wife reported changing the battery, but the error alarm persisted and the display froze. Most recent blood glucose level at the time of the incident was 470 mg/dl. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Unable to perform the occlusion test due to button/keypad anomaly. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, broken belt clip slot and minor scratched display window.